Manufacturer narrative:
Based on the current information provided, the cause of the bleeding, bradycardia and hypotension cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient had bleeding, bradycardia, and hypotension. The target nodule was a spiculated-appearing mass-like nodule located in the right upper lobe, the biopsies were bloody despite attempts to select different areas and ensure a good target location. The physician withdrew the catheter to inspect the airway and prepare for mediastinal staging but noticed copious blood-tinged secretions in the endotracheal tube. The patient experienced bradycardia and hypotension on the monitor. A congealed blood clot was found on the main carina, but there were no signs of severe bleeding. Due to the hemodynamic changes, the patient was given 1 unit of blood and multiple rounds of epinephrine. A bronchoalveolar lavage was performed to clean the airways, causing a delay of 15 minutes. The mediastinal staging component was not performed due to the instability. As a precaution, the patient remained intubated for 24 hours and was extubated the following day. The repeat hemoglobin test was normal, and the patient was discharged in stable condition. The physician determined that the bleeding was not ion-related and was considered an inherent risk of transbronchial biopsies using forceps and needles, especially in patients prone to bleeding due to the nature and location of the target nodule. The bleeding was an expected complication of the procedure. The physician also stated that the amount of bleeding was not significant enough to cause the hemodynamic instability experienced by the patient. Instead, the instability was attributed to a prolonged vasovagal event. There was no device malfunction associated with the event.